Event description:
The customer reported there was a speaker malfunction. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported "a speaker malfunction without sound of the intellivue mp2 patient monitor". No death or patient/user harm was reported.